Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that insulin drips were not observed to be dripping out of the tubing during the load fill tubing sequence. A supply change was performed resolving the issue. Additionally, it was reported that the customer experienced ongoing elevated blood glucose (bg) levels; bg values were not provided and cause was unknown. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.